Manufacturer narrative:
This report is submitted retrospectively because the original report is not visible in maude database

Event description:
During the change of the click on battery a permanent alarm occured and the device shut down, but the device could be restarted. This report is submitted retrospectively because the original report is not visible in maude database.